Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement open spine clamp driver shipped to site. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that their open spine clamp driver appears to be worn. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Lot number and device manufacture date provided.